Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been returned in two segments. The tip section of the lead which includes the distal shocking coils was not returned. Visual inspection of one of the segment revealed trilumen insulation abraded through in two separate locations to the distal high voltage cable lumen only. The ptfe insulation of the distal coil is intact and did not abrade through so no conductors were exposed. The lead passed continuity testing. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported clinical allegations could not be confirmed through product testing.

Manufacturer narrative:
This rv lead is expected to be returned back for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing electromagnetic interference. No inappropriate therapy was delivered and the patient was not pacemaker dependent. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.